Manufacturer narrative:
The device used during the reported event was requested however to date it was not received. The lot of the involved device was not provided therefore we were unable to review the manufacturing records.

Event description:
A report received from a facility in the (B)(6) stated the surgeon observed a 1 mm sized particle during bi-manual I/a at the paracentesis. The particle appeared like soft lens matter but was hard. The surgeon advised the particle had the appearance of viscoelastic that had been through the sterilization process. The particle was removed from the eye with forceps and placed into a pot of bss but upon checking the particle had disappeared, presumably dissolved. There was no report of injury or consequences to the patient.